Event description:
It was reported to boston scientific corporation, that the extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. Patient's age and weight were not provided. According to the complainant, during the procedure while pushing the catheter through the scope, the catheter kinked approximately 5cm from the injection ports outside the scope. When the device was retracted from the scope, it was noted the balloon tip was broken, distal to the balloon, however, it was not detached. The balloon and broken tip came out of the scope along with the catheter; nothing was left inside the patient. The tech attempted to wipe the device for return. The tip became completely detached at that time. It appeared to the physician that the elevator had been closed on the segment just past the balloon. The procedure was completed with another extractor rx retrieval balloon. There has been no report of patient complications or injury due to this event. Post procedure, the patient's status was reported as fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).